Event description:
It was reported that during use of this guide catheter, there was a loss of substance from the sheath during endocavitary use, resulting in damage to the ostium of the coronary sinus. The guide catheter was removed from use. No additional adverse patient effects were reported.